Manufacturer narrative:
Continuation of d10: 5076-52 lead implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead was replaced due to dislodgement and perforation through the septum. The patient experienced chest discomfort. No further patient complications have been reported as a result of this event. It was further reported that there were high thresholds and impedances noted after lead replacement. A repositioning procedure was performed. During the procedure the lead impedance and thresholds were stable through the analyzer and the implantable cardioverter defibrillator (ICD). The ICD setscrew was unable to be unscrewed with a wrench or ratchet. A connector port issue was suspected, so the ICD explanted and replaced and the lead remains in use.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device had a loose/detached connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.